Event description:
Sorin group USA reported that an s3 console was making noise and the flow was not displayed. There was no report of pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The product was returned to sorin group (B)(4) for eval. The reported issue was confirmed and the cause was traced to the flow board. The flow board was sent to the supplier for further analysis. The supplier found a component on the board was defective, but the root cause for the defective component could not be determined. The defective component was replaced and the issue was resolved. The customer was provided with a replacement and no further action issues have been reported. No further action is deemed necessary.